Event description:
Boston scientific received information that this patient was being checked in the hospital prior to a coronary artery bypass graft (CABG) procedure by a boston scientific field representative. The patient mentioned that she was rushed to the emergency room three days after her device was implanted because her right ventricular (rv) lead punctured her heart. The field representative compared the post-implant operation measurements to the measurements she had taken prior to the CABG procedure and they were consistent. Following the CABG procedure, the patient was placed on an external pacemaker (per hospital protocol). When the field representative checked the rv lead after turning down the external pacer, she confirmed there was no capture with the rv lead. She asked the patient if the lead was revised previously and the patient said no. The patient's family stated that due to scar tissue, the physician did not want to perform a lead revision even though it had perforated through the heart. At this time, all products remain in service and no further information was able to be obtained by the field representative.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.